Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received. (B)(4).

Event description:
According to the reporter, during a lap assisted distal gastrectomy, customer states that the idrive was loaded with the second device and put on the instrument table for five minutes with the jaws closed, following the open/close test of the reload. The status indicators on both sides of the handle then illuminated blue and the handle indicator was flashing green. Also the jaws did not open. A new idrive was opened to continue. It is unknown if reinforcement material was used. There was no tissue resection, tissue damage, bleeding or extension of operating time. Nothing feel into the patient cavity. The last known status of the patient is good.